Manufacturer narrative:
Per the initial report, the vascade 6/7f device was deployed in a stent which is contrary to the instructions for use. This required surgery to remove the device and the broken stent. The device was returned. The device was cut in half distal to the lock/grip and the proximal half of the device including the key were not returned. Presumably, this occurred when they attempted to remove the device as this would normally collapse the disc. The disc of the device is severely damaged and pieces of the stent are connected with the disc. It is clear from the initial report and the fact that the stent was imbedded in the disc that the user error caused the device to become caught on a stent.

Event description:
The user had just completed a sfa intervention on a patient with a history or previous iliac artery stenting (approx. 3y ago). Patient had 2 stents in the right iliac artery. The user completed a groin shot the vessel and the stick looked good so he decided to deploy the vascade 6/7f device for closure. One of the devices experienced issues when trying to seat the device at the access site. The angiogram showed the user had opened the disc in the smaller of the 2 iliac stents and the disc got hung up on the edge and could not be removed. When the user pulled the disc back it appeared to invert the stent breaking it apart and sending struts through the vessel wall. Some struts came out attached to the disc. The user attempted to gain access on the contralateral side and retrieve the stent struts and place a covered stent to protect the area, but was unable. The patient still had flow down the leg. Being a small community hospital, the patient was transferred to community north for surgical intervention. Per the vascular surgeon, the repair while lengthy and involved was successful.